Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 3. The technical service representative (tsr) assisted the home patient (hp) to check the lines and bags and the hp found that the unused supply line clamp was open. The tsr advised the hp that the unused clamps must remain closed. The tsr cycled power to clear the system error 2240 which was followed by a system error 2367 ending therapy. The tsr had the hp disconnect using the aseptic technique and remove the cassette. The hp would notify the nurse of missed therapy. The tsr reviewed proper procedures per the user manual with the caller. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by nurse on (B)(4) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.